Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/30/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: a failed suture needle was submitted to for fractographic evaluation. The component was identified as product code: vcp771d. It was requested to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number qcmetm, and no non-conformances were identified. Additional information was requested and the following information was obtained: was the needle retrieved during the same procedure? Yes. What tissue structure is it located? Between the suture hernia and the mesh suture how was case completed? Completed normally. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? Unknown. Are samples being returned for evaluation? Yes. Procedure date? (B)(6) 2020. Device return status/follow up? Noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.